Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasis pulse during testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. An internal corrective action has been initiated to investigate shorted igbts. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned (B)(4) monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse during pulse testing.